Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05-dec-2017 with the following findings: a review of the pump¿s black box showed no evidence of communication alarms. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump was exercised for 24 hours with no call service alarms occurring. The pump case was removed and no intermittent conditions were found inside the pump. The complaint of a communication alarm issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment at the threads.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.